Event description:
A report was received that a pt had lost stimulation due to lead migration. During the lead revision procedure, the physician replaced the pt's ipg. The pt was reportedly doing well following the procedure.